Manufacturer narrative:
No service on the ventilator has been requested by the user facility, who use a third party provider for service and repair. According to the customer, the problem could be resolved by replacing the pressure transducer printed circuit (pc) board. No device logs was received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).